Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter email: (B)(6).

Event description:
It was reported that the patient had a severe pseudomonas driveline infection. Antibiotic treatment was no longer sufficient, so a pump replacement was scheduled to avoid infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned with the device. Approximately 7 inches of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned with the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline and how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2022. The patient was stable following the procedure.